Manufacturer narrative:
Ocd performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. All results were satisfactory. Sample was not returned to ocd for further investigation. (B)(4).

Event description:
Customer reports 1 patient with false negative reactions obtained with 0.8% resolve panel a lot vra236 exp 12/8/2015 when tested in anti-igg gel cards. Sample identified as having anti-e failed to react with e positive cell# 3 (donor (B)(6)) and cell#6 (donor (B)(6)). Patient had no prior history of antibodies. Antibody workup was done using 0.8% resolve panel a due to positive reactions with 0.8% selectogen lot which had a 1+ reaction with one of two cells. 0.8% resolve panel c was done for confirmation purposes. All e positive cells in 0.8% panel c untreated gave negative reaction, but the treated e+ cells gave 3+ reactions. Ocd had customer test the cells in question using commercially prepared anti-e bioclone and customer saw reactions of 4+ for all e+ cells. Issue started on: (B)(6) 2015. Methodology used: manual gel. Incubation time (for manual test only): 15 min. Reaction grade obtained: neg. Customer was expecting: pos. Test repeated: no. Cards /cassettes/ storage condition temperature: as per IFU . Visual appearance before use: acceptable. Reagent red blood cell storage and handling: as per IFU. All mts compatible equipment . Ocd requested if the patient was antigen negative for the e antigen. Customer reported patient was e negative. Qc testing had been done on vra236 upon receipt and it passed using their procedure of diluting commerical anti-d to a 1:50 as qc material. Customer is satisfied with knowing the e antigen is expressed as the antigram. Possible causes to the false negative result were provided. Ocd discussed variations in antigen expression and the low titers of the patients' anti-e. Customer understands the human sourced anti-e could be the cause of the false negative results. Ocd also discussed full crossmatches should be performed should transfusions be need for the patients described. Customer states it is their policy to do so with e antigen negative units. During discussion with customer, the following was referenced from the product's IFU: "8. For antibody detection and identification, different serological methods are optimal for different antibodies. No single antibody screening or identification method optimally detects all antibodies. In some low ionic strength test systems, certain anti-e and anti-k antibodies have been reported to be nonreactive." Customer was satisfied with discussion.